Event description:
The patient's mother reported that at 11:15 am her son woke up vomiting and his blood glucose read "high" (>500 mg/dl) with large keytones of 2.7. Upon inspection she noticed the adhesive pad had become loose and that the cannula was bent at a 90 degree angle. She took him to the emergency room and upon arrival he was admitted into the intensive care unit with diabetic ketoacidosis. His blood glucose was reading at 577 mg/dl. They placed him on an intravenous drip. He stays in the hospital overnight and they placed him on a constant bg monitor for 7 days.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.